Event description:
It was reported via repair work order that the foot end brakes could not hold due to damaged brake adjuster and brake ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported..